Event description:
It was reported that bd micro-fine ultra¿ pen needle broke during injection. The following information was provided by the initial reporter: the needle broke during the injection and the piece that enters the pen is twisted.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed as the lot# is unknown.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine ultra¿ pen needle broke during injection. The following information was provided by the initial reporter: the needle broke during the injection and the piece that enters the pen is twisted.